Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was backflow of irrigation into the airline during a vitreoretinal procedure. The procedure was completed with continued usage of the product. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. However, during functional testing fluid ingress was observed into the air line of the administration(admin) manifold. The administration manifold was replaced with one from labstock to continue functional testing. The sample passed the remaining functional and performance tests. An auto infusion valve liquid leak test was performed to check for fluid ingress pass the aiv valve; the sample was found to be conforming. The likely root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. (B)(4).